Event description:
It was reported, that pump alarmed during infusion after 16 minutes. 100unit/100ml insulin bag hung. Insulin set to infuse at 6.4ml/hr, vtbi 50ml. Rn entered room approx. 20 min later, due to pump alarming. Entire 100ml insulin bag had infused. There was no patient impact reported.

Manufacturer narrative:
8100, now deemed as a suspect through investigation. Investigation conclusion: the complaint of over infusion was not reproduced, during rate accuracy testing. However, testing of the latch and sear found an instance where the sear failed to engage the administration set safety clamp. The device alarmed and unregulated flow was observed. Review of the pcu error log showed, no errors were recorded on the reported event date. Review of the pcu event log showed, while the suspect device was infusing guardrail drug insulin reg (drip) (drug ID= 142) at a rate of 6.4 ml/hr (vtbi= 50 ml) for approximately sixteen minutes, before the suspect device recorded seventy-seven (77) alarms for door opened. And two (2) alarms for flo stop open. Pvi= 1.698 ml. The event administration set was not returned for investigation. Therefore, the possibility of the set being a contributing factor could not be explored. Inspection showed the sear was cracked at the set screw. Testing found that the sear did not consistently close off the safety clamp. Disassembly and inspection of the pumping mechanism found no anomalies. Testing showed, the device was delivering fluids within specification. Device inspection: the device was received in good condition. The instrument seal was intact. However, multiple ¿void¿ marks were on the case, indicating previous removal. Dried fluid was observed on both iui¿s, and inside the door. Corrosion was observed, on the male iui and inside the rear case. Crushmarks were observed, at the upper fitment of the tube guide. Which, is indicative of a set misload. Sear observed, cracked at the set screw. Bezel was disassembled and observed in good condition. The incident administration set was not returned. And could not be inspected. Root cause analysis: the root cause of the customer¿s complaint of an over infusion was not definitively identified. Device history review: a review of the device history record showed, the device had a manufacture date of 18oct2011. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for source device lvp s/n#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed, for the source device lvp s/n#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that pump alarmed during infusion.